Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the pod pc through the microcatheter. When the pod pc was advanced approximately fifty percent of the way through the microcatheter, it detached. Therefore, the microcatheter and pod pc were removed together. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the stretch resistant wire (sr wire) was fractured, and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod pc embolization coil confirmed that the coil was detached from its pusher assembly. Further evaluation of the returned pod pc revealed that the stretch resistant wire (sr wire) was fractured. If the pod pc is forcefully retracted against resistance, damage such as this may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.